Event description:
There was a leak of the lor syringe at the level of the plunger. So the syringe does not allow to find the epidural space. It happened in use several times with the same lot number. Used syringes were discarded but unused kit is available. This lot # is in quarantine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe leaked. The customer returned one sealed representative kit from the same lot # as reported on the complaint (B)(4) for investigation. The actual complaint sample was not received. The returned kit was opened and the 10ml plastic lor syringe was removed and was visually examined. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (ref-(B)(4) per the parameters in amrq-000155, rev. 8, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 10ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds (stopwatch ref-(B)(4). No leaks were detected. The plunger was rotated 45deg and the syringe was once again tested at 10psi for 10 seconds and no leaks were detected. This was performed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds with the plunger being rotated 45deg until it had rotated a 360deg with no leaks being detected. The returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The luer end of the returned syringe was capped. With the tip sealed, the lor syringe was tested for leaks by pushing the plunger into the barrel. This was performed at 8ml, 5ml, and 2ml by pushing the plunger and rotating 45deg until the plunger had rotated a full 360deg. No leaks or slippage of the plunger occurred. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also performed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as the complaint could not be confirmed based upon the information provided and without the actual complaint sample. The representative sample received was functionally tested and visually inspected with no issue found. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The returned lor syringe passed functional testing including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. A potential root cause could not be determined based upon the information provided or without the actual complaint sample. No further action is required at this time.

Event description:
There was a leak of the lor syringe at the level of the plunger. So the syringe does not allow to find the epidural space. It happened in use several times with the same lot number. Used syringes were discarded but unused kit is available. This lot# is in quarantine.